Event description:
It was reported the patient started passing out in (B)(6) 2013 and had a cat scan which was negative. That same month the device alarm began beeping but the patient was unable to hear it. The patient presented to the cardiologist on (B)(6) 2013 after receiving inappropriate shocks due to noise on the right ventricular (rv) lead and experiencing syncope. The patient had been lost to follow up and had not had a device interrogation since 2010. The device was interrogated and showed high rv lead impedance and oversensing. At explant, a fracture was noted at the distal edge of the suture collar. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a proximal portion of the lead was received measuring 13.5 cm. Analysis was performed and no anomalies were found. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Concomitant: product ID d154vwc implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2009. (B)(4).